Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer stated they ate pizza and the blood glucose level was 400 mg/dl. Customer ran self test and it was pass. Customer was using insulin pen or manual injections to treat their hyperglycemia. Auto mode feature was active at the time of reported high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.